Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the reported behavior was the intended functionality of the thermal therapy system software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: additionally; patient ID, age and weight provided. Correction: event date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a soft neuro tissue ablation procedure.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: m450001b015, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, there was minor tissue damage along the trajectory of the catheter near the lesion and that a mild hemiparesis was observed. It was noted that the post operative scans showed the damage and hemiparesis. It was noted that the patient recovered with no seizures. There was no reported delay to the procedure due to this issue. Additionally, it was reported that there was insufficient water return during thermometry, which resulted in a temperature spike along the catheter. The laser was then stopped for the moment prior to continuing.